Event description:
It was reported that the remote transmission revealed there was a charge circuit warning. The most recent charge time was just over 17 seconds which is greater than charge circuit timeout threshold. Additionally, the device was at end of service (eos) and never reached recommended replacement time (rrt). The device was explanted and replaced. No patient complications have been reported asa result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).